Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after onlay implant, the patient experienced adhesions, pain, erosion and recurrence. Post-operative patient treatment included revision surgery and lysis of adhesions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced adhesions, pain, erosion and recurrence. Post-operative patient treatment included revision surgery and lysis of adhesions.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was recurrent incarcerated abdominal incisional hernia and postoperative diagnosis was moderate side recurrent epigastric incarcerated incisional hernia. The procedure performed was a repair of hernia, mesh implant, on-lay type of implant. The patient has had a surgical revision, adhesions, pain, erosion and recurrence.